Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was 288 mg/dl. A correction bolus was delivered to address the high bg level; however, the customer delivered too much insulin and the bg level went to 69 mg/dl. The contact did not know how the low bg was corrected. Troubleshooting to determine a possible cause of the occlusion was not performed as the occlusion alarm did not reoccur during the correction bolus.